Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts along the distal portion of the crimped stent were damaged, distorted and bunched proximally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified mid left circumflex artery (lcx). The left main coronary artery was engaged using a 6f il 3.5 guide catheter and a non bsc guide wire was advanced to the distal lcx. A 2.5x15mm non bsc balloon catheter was advanced to the lesion for a plain old balloon angioplasty (poba) however the device failed to cross the distal end of the lesion. Then a 2.25x32mm promus element¿ plus stent was advanced but was unable to cross the lesion. A non bsc guide wire was then advanced to the first obtuse marginal artery and poba was performed using a 2.0x15mm non bsc balloon catheter. The procedure was completed using another of the same device. Final angiography revealed a non-limiting flow in the lcx and first obtuse marginal artery and timi 3 was achieved. However, returned device analysis revealed stent damage.